Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) regarding an unknown patient who was receiving an unspecified drug of unspecified concentration at an unspecified dose rate via an implantable pump for an unspecified indication for use. It was reported that the hcp had patient with a drug infusion pump who experienced baclofen withdrawals because he didn't know he was supposed to follow up with his doctor after the scan to have his device checked. The date of the event was unknown / not specified. The hcp further indicated that they did not know any additional details regarding this patient or event. No further patient complications have been reported as a result of this event.